Event description:
A mother reported that her son contracted acanthamoeba keratitis in the right eye following the use of complete moistureplus with his acuvue contact lenses. The reported indicated that the symptoms began in 2006. Her son was a relatively new contact lens wearer, about 4 months, when he began to experience itching, redness and pain in the affected eye. She took him to an eyecare professional who thought he had an eye infection and prescribed a medication (name not recalled) and referred him to a cornea specialist. He was seen the following day, a corneal scraping was performed and he was subsequently diagnosed with acanthamoeba keratitis. The pt was still under treatment at the time of the report. The reporter denied that her son slept in the lenses, did not swim or bath/shower with them in. The contact lens solution he was using was discarded; lot number is not available. Additional information was requested, but not received.

Manufacturer narrative:
Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received and identifying lot number to guide our testing, we have been unable to determine the relationship.